Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a red ink stain on the tape that bundles the tube.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: stain (like red ink) on a tape that bundle tube. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be incorrect or inadequate packaging, severe shipping conditions, improper cleaning. (B)(4).

Event description:
It was reported there was a red ink stain on the tape that bundles the tube.